Manufacturer narrative:
The gfi for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the user terminated a spin prior to completion, and then a beeping sound could be heard coming from the image acquisition system (ias). A system reboot was attempted, but a red 'x' was then displayed for the generator status. There was no patient present when this issue was identified.

Manufacturer narrative:
The gfi for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.